Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. The crossbrace is broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Crossbrace broken at weld.